Event description:
It was reported that after puncturing the vessel, when the guidewire was inserted into the vessel, it was difficult to insert the guidewire. Therefore, when the guidewire was removed and checked, the tip of the guidewire was damaged like a hangnail. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. The product returned for evaluation was a nitinol guidewire in its plastic hoop. Use residue was observed on the guidewire. Microscopic inspection revealed a break in the coil wire that was detached from the weld tip. The end of the coil wire was peeled away from the weld tip. The core wire and weld tip were still intact. Possible mechanical damage was observed on the weld tip. Clear residue was observed on the guidewire at the distal tip. The damage features suggested that guidewire manipulation likely contributed, however, it could not be determined if other factors contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that after puncturing the vessel, when the guidewire was inserted into the vessel, it was difficult to insert the guidewire. Therefore, when the guidewire was removed and checked, the tip of the guidewire was damaged like a hangnail. The procedure was completed by using another device. There was no reported patient injury.